Event description:
The customer observed falsely elevated creatinine results for one patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 50.0-98.0 umol/l): sample ID (B)(6) initial result, on (B)(6) 2022, was 268.5 umol/l, which was questioned by the physician. The sample was repeated, and the results were 77.0 and 66.9 umol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated creatinine results on the architect (B)(6), serial number (B)(6). Through an extensive investigation, the fsr found the cuvette nozzle overflowing and replaced the tubing, peristaltic head (rohs), part number 7-35009685-04, sheet valve for vacuum pump new style (rohs), part number 2-94797-02, and the o-ring for vacuum pump new style (rohs), part number 2-94798-02, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the part was replaced. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.